Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 5 years and 6 months post implant of this annuloplasty band in the mitral position, it was explanted and replaced with a mechanical valve due to severe central regurgitation. A decrease in left ventricle ejection fraction was measured at 45 percent. Prior to reoperation, the patient presented with dyspnea and fatigue. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: investigation results indicated that reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Based on the limited received information, the failure mode cannot be determined. However, it appears that the event is related to the progression of the native valve¿s disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.